Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital equipment department. Initial reporter address1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in proximal segment of left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for pre-dilation. However, during initial inflation at 4 atmospheres for 30 seconds, contrast agent extravasated. The physician withdrew the device and injected saline through a syringe at the distal connecting port of the balloon. It was found that there was saline leaking from the balloon which confirmed the balloon burst. There were no detached fragments inside the patient. Another new balloon was used to complete the procedure. No patient complications reported.